Manufacturer narrative:
(B)(4). Approximate age of device - 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient received a low speed operation alarm with pump power spikes on (B)(6) 2016. Log files submitted to the manufacturer's technical support representative for review revealed a few pump power spikes over 10 watts. A drop in pump speed to 7700 rpm below the low speed limit of 8800 rpm was associated with an increase in pump power over 10 watts. It was reported the event was a singular occurrence and the power elevations seemed to have returned back to the patient&#62688;baseline power levels before the event. There were no other unusual events seen and the patient remained asymptomatic.

Manufacturer narrative:
Describe event or problem: additional information. No equipment was returned for evaluation. The patient remains ongoing on pump support and no further issues have been reported at this time. A specific cause for the reported events could not be conclusively determined. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the hospital personnel on 09/23/2016 stating that the patient has had no further unusual events and their pump parameters are within normal range.